Manufacturer narrative:
Product evaluation: a sample is expected to return for in-house evaluation. An investigation is in progress. Root cause: a root cause has not been identified. The root cause will be reassessed upon completing the investigation. Actions taken: no action is planned at this time. (B)(4).

Event description:
A customer reported experiencing poor aspiration and actuation during a procedure. The probe was switched out to complete the procedure without injury or harm to the patient.